Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported he had an infection that was causing slow drains during pd treatment with the fresenius cycler with report of a flow alert alarm. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022, the patient was seen in the outpatient pd clinic. The nurse indicated the patient had cloudy pd effluent and therefore a pd culture was obtained (the same day). It was reported the patient ¿s pd culture had an elevated white blood cell (wbc) count consistent with a diagnosed of peritonitis. The patient was treated with antibiotic therapy utilizing fortaz (2 grams daily; 21 days) and vancomycin (2 grams every 4 days; 4 doses) intra-peritoneal (ip), per clinic algorithm. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange

Manufacturer narrative:
Corrected information provided in b5.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported he had an infection that was causing slow drains during pd treatment with the fresenius cycler with report of a flow alert alarm. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022, the patient was seen in the outpatient pd clinic. The nurse indicated the patient had cloudy pd effluent and therefore a pd culture was obtained (the same day). It was reported the patient¿s pd culture had an elevated white blood cell (wbc) count consistent with a diagnosed of peritonitis. The patient was treated with antibiotic therapy utilizing fortaz (2 grams daily; 21 days) and vancomycin (2 grams every 4 days; 4 doses) intra-peritoneal (ip), per clinic algorithm. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.